Event description:
During installation of vaporizer, customer noted exclusion pin was missing. There was no pt involvement. The vaporizer was returned to the mfg site, and the reported complaint was confirmed. The assembly instructions have been reviewed and found to be adequate. The user is to ensure that, when the vaporizer dial is turned on, the dial of no other vaporizer mounted on the same manifold can be turned, as stated in the device operation and maintenance manual. This is the first MDR involving a unit wherein the exclusion pin was missing.